Manufacturer narrative:
The device in question was returned to manufacturer on may 6,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported during the surgery, the leakage of electricity happened. The tip of the 26775c was burned. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: it can be assumed that this was caused by user error. Article 26775c is an electrically conductive instrument, and it is designed so that electricity flows out of the hook at the distal tip. This is the function of the coagulation and dissection electrode. There are signs of wear on the insulation at the distal tip, which can occur, for example, if the electrode becomes too hot due to prolonged use. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).